Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and dim display. This report is made based on results of investigation completed on 10/28/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2013 with the following findings:a crack was detected on the battery compartment extending from the opening of the battery compartment to the case seal. Investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.